Manufacturer narrative:
Upon inspection of this bed frame, it was determined that the captive washer pushed off the pin at the leg section and sleep deck causing these sections to disconnect. Another bed was delivered to the facility on (B)(4) 2010. This bed frame was able to be fixed and put back into use. A new design that replaced the toothed washer with a cotter pin to hold the leg section and the sleep surface together was implemented on products manufactured after 09/21/2010. As of (B)(4) 2013, our records show that all beds at this facility have been updated with the new design.

Event description:
Captive washer pushed off the pin at the leg assembly.